Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy between sensor glucose value and blood glucose value. The customer reported blood glucose value was 25 mg/dl and the sensor glucose value was 90 mg/dl. The event involved product(s) mmt-1884l, mmt-332a, mmt-399a, mmt-7040a. Troubleshooting was declined for low blood glucose and troubleshooting was partially performed for sensor glucose and blood glucose difference. The customer reported that the value difference was not within target range of 30 percentage. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-7040a. The customer will discontinue the use of the device mmt-1884l.

Event description:
Updated summary: the customer also had loss of consciousness. The event involved product(s) mmt-1884l, mmt-332a, mmt-399a, mmt-7040a and mmt-7841zn. No product return is required for mmt-7841zn.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.